Event description:
Customer reported: blood spurted out of clave when luer lock syringe was withdrawn after blood draw. It was reported that there was "no injury, eye splatter, or mucus membrane exposure". The event occurred with 3 different ER nurses during a new conversion from needle use to needle free devices.